Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed that the tubing was kinked below the chamber. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had a kinked tubing near the bottom of the drip chamber. This was identified during priming. There was no patient involvement. No additional information is available.